Event description:
It was reported that during the atrial fibrillation procedure versacross connect access solution for faradrive kit was selected for use. It has been mentioned that after going up with pigtail rf wire in superior vena cava (svc), the physician pulled the dilator and wire out. The wire had tied itself in a knot. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it was disposed. It was further reported multiple attempts were required to track-up/track-down in order to locate the correct positioning on the fossa and pulled it out after noting a feeling of resistance when pulling wire in. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) : b5,

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation procedure versacross connect access solution for faradrive kit was selected for use. It has been mentioned that after going up with pigtail rf wire in superior vena cava (svc), the physician pulled the dilator and wire out. The wire had tied itself in a knot. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returning as it was disposed.